Event description:
A pt had experienced intermittent withdrawal following a refill, and since a second pump was implanted in 2009. It was noted that a physician had reduced the pump dose and oral medications by half. The patient went to an ER, and it was indicated that the patient had almost suffered a cardiac arrest. The patient was released from the ER, and was advised to f/u with her treating physician. On (B)(6) 2010, the patient spoke with her physician and it was noted that he had released her. The patient stated "I am dying, I am so sick,(B)(6). The patient was searching for another treating physician. The pt had a prior psychiatric eval on (B)(6) 2010. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).